Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: barrel cracked. An analysis of the lot history (DHR), maintenance records and quality notifications was performed. Through the analysis of the video sent by the customer, it is possible to observe the reported incident. A maintenance order ((B)(4) - belt feed belt jammed.) Was observed that could potentially be related to the incident. The process was evaluated and according to the investigation performed, a possible cause of the defect may have been a jamming in the syringe assembly step the corrective action is recorded on the order. Please be advised that the current controls to detect the incident are performed by visual inspection every 02 hours on 36 parts in the assembly process. As this occurrence would not exceed the acceptable quality limit (aql) for the batch, no additional corrective or preventive action is proposed in the scope of this complaint. The incident identified from this complaint will be monitored for trending. Leakage past stopper. An analysis of the lot history (DHR), maintenance records and quality notifications was performed. Through the analysis of the video sent by the customer, it is possible to observe the reported incident. A maintenance order ((B)(4) - belt feed belt jammed.) Was observed that could potentially be related to the incident. The process was evaluated and according to the investigation performed, a possible cause of the defect may have been a jamming in the syringe assembly step the corrective action is recorded on the order. Please be advised that the current controls to detect the incident are performed by visual inspection every 02 hours on 36 parts in the assembly process. As this occurrence would not exceed the acceptable quality limit (aql) for the batch, no additional corrective or preventive action is proposed in the scope of this complaint. The incident identified from this complaint will be monitored for trending.

Event description:
It was reported that the bd plastipak¿ veterinary syringe with needle barrel was damaged and liquid leaked out past the stopper as a result. The following information was provided by the initial reporter, translated from (B)(6) to english: "the liquid inside overflows out of the syringe, the syringe has a ¿crushed¿ characteristic." "The customer shows a drop of medication that passes through the stopper, so the issue actually regards a leakage past stopper."